Manufacturer narrative:
Fifteen customer samples were evaluated for sleeve function with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6322528. Based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a puncture in the grey tube that caused leakage. No injury or medical intervention reported.